Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope exhibited foreign objects in the light guide cover glass. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown if there were deviations from the instructions for use (IFU) as according to the customer, it was unknown if there was any delay in the start of precleaning, if there were any abnormalities in the accessories used for reprocessing, if the endoscope was presoaked in detergent solution, if the distal end was wiped/brushed with a clean lint free cloth/brush/sponge, or if the air/water nozzle was flushed with detergent solution. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it is unknown if there were deviations from the cds process steps included in the IFU. Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: ltf-s190-5/10 operation manual chapter 3 preparation and inspection. Ltf-s190-5/10 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.